Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt had a posterior fusion procedure where an lt cage and rhbmp-2/acs was implanted. The pt developed cellulitis and a generalized rash within 10 days post-op. The physician told the pt that this was due to an allergy to the product, and would resolve with time. The hosp took the pt off of antibiotics, and he improved greatly within 24 hrs. He is ambulating and his symptoms have completely disappeared.